Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:use of leadless pacemakers in europe: results of the european heart rhythm association survey.europace. 2018; 20(3):555-559. 10.1093/europace/eux381. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding leadless implantable pulse generators (ipgs). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were adverse events during the study including high thresholds at implant or during follow-up, pericardial effusion or tamponade requiring intervention, and dislodgement of the ipg requiring intervention. The status of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.